Manufacturer narrative:
(B)(4). Concomitant medical products: 42502807402 - femur trabecular metal cruciate retaining (cr) standard porous - 64877499; 00587806535 - nexgena complete knee solution, trabecular metala standard primary patella - 64975764; 42522101013 - articular surface medial congruent (mc) right 13 mm height use with tibia sizes g-h/cr femur size 12 - 64983092. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-02519; 3005751028-2022-00020.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the tibial, femoral, and patellar components were revised approximately 1 year later due to possible aseptic loosening. The surgical technique was utilized. There was no surgical delay. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no sign of loosening. The implant is anatomically aligned. A definitive root cause cannot be determined. Per package insert, loosening of implant is known adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.